Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath only was noted at 7.4cm to 7.7cm and 21.4cm to 22.6cm from the connector pin with intact silicon insulation beneath consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.